Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 4.5mg/ml at 1.5mg/day, bupivacaine 30mg/ml at 10mg/day, clonidine 600mg/ml at 199.73mcg/day and baclofen 450mcg/ml at 149.8mcg/day via an unknown drug. The indication for use was non-malignant pain. It was reported that a motor stall alarm was sounding. No other symptoms at the time of the pump reading. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no MRI¿s in the past two months according to the patient. The diagnostics/ troubleshooting performed were the logs were interrogated. A motor stall occurred at 1:40pm yesterday and had not recovered. A motor stall also occurred/recovered on march 4th and february 1st. The plan was to replace the pump tomorrow (B)(6) 2017. The issue was not resolved at the time of the report and the patient status was noted as alive no injury. There were no patient symptoms and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced. It was noted that residue that was found around the pump connector site. The sutureless connector appeared perfectly intact and patent, but there was quite a bit of this white-ish residue, more than was left on the returned pump. The physician scraped quite a bit off and described it as "grainy". No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received on 2017-mar-14 from a manufacturer representative. Pump activity logs indicated that the motor stall on (B)(6) 2017 occurred at 12:41 and recovered at 12:51. The motor stall on (B)(6) 2017 occurred at 20:03 and recovered at 20:10. The motor stall on (B)(6) 2017 recovered at 16:45. No further patient complications have been reported or anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.